Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a consumer's family regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that patient had been having "bladder problems" for the past two weeks. Patient was crying out in pain. It was indicated that patient was diagnosed with a urinary tract infection (uti) and was going on a third antibiotic. The patient had an appointment with her managing healthcare provider next day. The changed in symptom was considered sudden.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.